Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). A sample from batch: j4b676 was received for evaluation. The ports were intact and had not been access. The particle was placed in the fourier transform infrared spectroscopy (ftir) for analysis. The result was: particle 1: measured 7.41mm and was identified as cellulose, cotton fiber. Based on the investigation, the particle identified as cotton fiber could have been introduced through the gowns used anywhere in the assembly and filling manufacturing process. This gap will be addressed through awareness retraining to the procedures. B. Braun has control processes in place for pm inspection. This includes pm aql during the assembly process and 100% inspection and aql during the packing process. 100% pm inspections per load was performed for batch: j4b676 and the results passed aql inspection acceptance criteria. Laundry personnel were retrained to work instruction, "laundry room procedures" with emphasis on the section," staging and distribution of garments". A review of our discrepancy management system database found no related or similar discrepancies during the production of the batch. The batch record was reviewed, and the batch met and passed all release criteria and tests. Visual inspection on twenty (20) retained units showed no particulate matter was observed in any of the retained units. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by user facility: during aql incoming inspection, one (1) empty bag was found to contain what appears to be two (2) string fibers. Pab 150 ml mixing container part #s5904-52 / expiry 1/2026 lot # j4b676 particle in bag = 1 bag. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.